Event description:
It was reported that the patient experienced a 2nd degree skin burn with a clear blister under the indifferent electrode grounding patch from an ablation procedure. Lidocaine jelly/ointment was ordered for topical application. The patch was valley lab, single patch, 9 inch and applied on lower back right side of the patient. The power setting of rf generator was 25-35 w and maximum time per ablation was 150 second. According to the customer, at the 2nd week follow up, the patient reported that the skin burn was healing.

Manufacturer narrative:
The concomitant products: carto 3 system: model # m-4800-01, serial # (B)(4). Coolflow pump: model # m-5491-02, serial # (B)(4). Navistar thermocool: model # unknown, lot # unknown (disposed). (B)(4).

Manufacturer narrative:
Evaluation summary. (B)(4). After a follow up, the customer stated that the patient injury was not caused by bwi equipments; therefore the customer declined any repair or testing. The device history record for stockert generator (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.